Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Review of the instrument's logs for the reported procedure date found that no system errors were generated that would have caused or contributed the reported vessel sealing issue. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the vessel sealer instrument was not sealing the patient's tissue well. It is believed that during the instrument's sealing cycle, the surgeon was in bipolar mode instead of the seal mode; which likely caused the vessel sealing issue experienced by the surgeon. However, this cannot be confirmed. While there was no report of any patient harm, adverse outcome or injury reported, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the surgeon observed that the vessel sealer instrument was not sealing the patient's tissue well. The intuitive surgical, inc. (Isi) clinical sales representative who was present during the surgical procedure instructed the surgeon to grip the master tool manipulators (mtms) more tightly to resolve the reported issue. The planned surgical procedure was completed and there was no report of any patient, harm, adverse outcome or injury. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative who initially reported this complaint. According to the isi csr, the surgeon was using the vessel sealer instrument towards the end of the procedure. The surgeon was sealing omentum tissue. The csr indicated that he (csr) believes that the sealing issue occurred because the surgeon was using the vessel sealer instrument in bipolar mode instead of the seal mode; which caused limited hemostasis. The surgeon had not firmly held the grips of the master tool manipulator (mtms) during the sealing cycle. The csr indicated that he did not observe on the system's monitor that the vessel sealer instrument was being used in bipolar mode during the sealing cycle; however, after the surgeon adjusted his grip on the mtm, the issue was resolved. During the sealing cycle the audible tones were noted and at the end of the sealing cycle. There were no error messages or error codes generated when the reported vessel sealing issue occurred. There was no patient harm and the surgeon was able to complete the planned surgical procedure with the same vessel sealer instrument. On (B)(6) 2016 an isi field investigation was performed. The isi field service engineer (fse) was unable reproduce the vessel sealing issue experienced by the site. The fse found that the site's system was powered down. He powered on the system and tested the system using a test sponge with saline solution and a trunk vessel sealer instrument. The fse found no issues with the sealing functionality of the system. The fse concluded that it is indeterminable what caused the vessel sealing issue experienced by the site.